Manufacturer narrative:
Concomitant product gore® viabahn® endoprosthesis, lot#12360720, MFR report #2017233-2014-00313. Review of device manufacturing record history confirmed device met pre-release specifications.

Event description:
On (B)(6) 2014, an abdominal aortic aneurysm procedure was performed using a chimney technique. During this procedure, two gore® viabahn® endoprostheses were implanted in the left renal artery. By the end of the procedure, it was noticed the two gore® viabahn® endoprostheses had 'failed'. On (B)(6) 2014, patient suffered acute kidney injury that was contrast induced. The surgeon stated the acute renal injury came about as a result of the contrast plus the failed renal stent in one artery.